Event description:
The company field service engineer (fse) was present for a case. This complaint occurred when transferring the patient folder from the rosa planning station to the fse¿s usb. At 8:47 am, the screen read, 'an error occurred while exporting patient folder. This operation has been cancelled.' The patient folder would not export ¿ the fse tried a few times, but it did export to a different usb. Later on, when the fse tried to copy information to the corrupted usb on the rosa computer (maintenance side), she got a message that read, 'an unexpected error is keeping you from copying the folder. If you continue to receive this error, you can use the error code to search for help with this problem.' Error 0x80071ac3: this operation could not be completed because the volume is dirty. Please run chkdsk and try again. The patient was under anesthesia ¿ caused a 10-15 minute delay.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the impossibility to export the patient folder was due to the overwrite procedure. The deletion of the outdated patient folder on the usb memory stick failed. This could happen if the memory locations of the usb memory stick are damaged or when the patient folder that has to be overwritten on the usb memory stick is corrupted. The user exported successfully the patient folder from the planning station to a different usb memory stick, thus avoiding the overwrite procedure and solving this issue. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
The company field service engineer (fse) was present for a case. This complaint occurred when transferring the patient folder from the rosa planning station to the fse¿s usb. At 8:47 am, the screen read, 'an error occurred while exporting patient folder. This operation has been cancelled.' The patient folder would not export ¿ the fse tried a few times, but it did export to a different usb. Later on, when the fse tried to copy information to the corrupted usb on the rosa computer (maintenance side), she got a message that read, 'an unexpected error is keeping you from copying the folder. If you continue to receive this error, you can use the error code to search for help with this problem.' Error 0x80071ac3: this operation could not be completed because the volume is dirty. Please run chkdsk and try again. The patient was under anesthesia ¿ caused a 10-15 minute delay.